Event description:
1/2 reference (B)(4) for all attachments and related complaints) pump. It was reported that the infusion was completed but the bag was still full. We pulled the event log and did not see anything out of the ordinary. We also bench tested the pump and had no issues. We would like you to investigate this further.

Manufacturer narrative:
It was also reported that during the event the pump was not alarming, the clamps were open and the port was flushing. Per reporter the md was made aware of the event and subsequently a new pump was set up and sent for the patient.

Manufacturer narrative:
Additional information received via email and attached to complaint object: patient details updated in complaint. Event occurred while in use with a patient. Event did not cause or contribute to patient or clinical injury. Date of the event was 7-apr-2022. Patients chemo did not run , she went to disconnect the patient and the bag was still full, the pump was not alarming, and the clamps were open and the port is flushing, also upon looking in the history of the pump it does not seem there was any issues with the pump we will be bring in the pump to diagnose and send a new set up for the patient. H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. Performed preventive maintenance and accuracy test. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.